Event description:
It was reported that the patient experienced pain from the implantable neurostimulator (ins). The reporter had been waiting in the emergency room (ER) for two hours for a manufacturer representative to turn off the ins. The patient was traveling and left the programmer at home. The patient presented to the ER the day prior because of pain and the inability to void. The onset was stated as a sudden loss of therapeutic effect. The reporter stated that a catheter procedure was performed, but the manufacturer representative was still needed to turn of the ins. The physician reportedly suspected the ins of ¿misfiring¿ and causing the patient¿s pain. The reporter was going to try and turn the ins off with a pace maker magnet in case the magnetic reed switch was enabled.

Manufacturer narrative:
Product ID 3966, lot# la6703, implanted: 2002 (B)(6); product type lead product ID 3031a, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient product ID 3550-01, lot# la4811, implanted: 2002 (B)(6); product type accessory product ID 3095-10, serial# (B)(4), implanted: 2002 (B)(6); product type extension. (B)(4).